Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leadless ipg remains in the patient and in use.

Event description:
It was further reported via journal literature that the patient developed shock shortly after the leadless ipg implant prior to the diagnosis of cardiac tamponade. Approximately twenty days after discharge, the patient presented with general fatigue. The amount of pericardial effusion had begun to increase, and they were emergently admitted. It was suspected that the recurrent pericardial effusion was oozing from hemorrhagic pericarditis. On a computerized tomography (CT), it was noted that two tines had penetrated the right ventricular (rv) free wall. Nonsteroidal anti-inflammatory drugs were administered; however, the amount of pericardial effusion gradually increased. Six days later, they performed an open-chest hemostasis. After drainage of old bloody pericardial effusion, the exposed tine appeared to be covered with healed tissue without active bleeding.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Referenced article: recurrent pericardial effusion resulting from right ventricular free wall injury caused by leadless pacemaker tines. Journal of the american college of cardiology: case reports. 2024; 29:102378. Doi: 10.1016/j.jaccas.2024.102378 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: d1: micra, d4: model #: mc1avr1-delsys, expiration date: (B)(6) 2024 , serial#: (B)(6), UDI #: (B)(4), d9: no dev rtn to MFR? No, h4: mfg date: 28-feb-2023, h5: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion. It was also reported that the patient experienced hypotension and dizziness. It was further reported that echocardiography was performed and cardiac tamponade was diagnosed. The pericardial effusion was drained. The patient was on blood thinners so a reversal agent was used. The ipg system was attempted/not used and replaced. No further patient complications have been reported as a result of this event.